Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "adhesive adt rd sensors remain on actively moving patients in med-surg areas. These patients routinely wash their hands with the sensor attached as they do not re-adhere once removed. Once the connections get wet, the signal, upon plugging back into the cable/monitor can result in either sporadic or no reading at all. The problem is that clinicians cannot secure around the wrist, or secure away from the source of moisture. No further information on error messages or alarms". No known impact or consequence to patient.